Event description:
I tested positive on two quidel quickvue tests on (B)(6) 2022 with a faint positive line. These tests were sent from the usps(united states postal service) as part of the government free covid test program. I tested negative on roche biosensor tests taken on those same days as well as a carestart antigen test taken on (B)(6) 2022. I also tested negative on an ID-now test at walgreens on (B)(6) 2022. I also tested negative on a labcorp pcr test done at cvs on (B)(6) 2022. I believe the original quidel test results were false positives. My pcp agrees as well. The lots of the positive tests were f40891 and f40915. I am worried the quidel tests may have some cross-reactivity to another virus or may have put out faulty batches. I was negative on quidel tests taken on (B)(6) 2022. FDA safety report ID# (B)(4).